Manufacturer narrative:
The reported event of low pacing lead impedance was not confirmed. As received, a complete lead was returned. Electrical tests did not find any shorts or discontinues on any of the conduction paths. Examination did not find any anomalies.

Event description:
During an implant procedure, low pacing impedance was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.